Event description:
It is reported this event occurred in the rehab clinic. The insertion site was the femoral vein. Upon removal of the catheter, resistance was met. A bolus of saline was used to help release the tip of the catheter from whatever it was caught on. Upon further discussion with the sales rep, it was determined that someone cut the catheter. The rep told the clinician that once the catheter is cut, the guidewire will lose it's integrity. There are no reported pt injuries, complications or death reported. Further info from sales rep indicates a visual inspection was made and the physician determined during remained within the pt. Therapy was complete, so no need for replacement of catheter.

Manufacturer narrative:
MFR control no: (B)(4).